Event description:
The distributor contacted heartsine to report a potential malfunction with the device's shock function. This may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. (B)(6).

Manufacturer narrative:
Heartsine's investigation of the device observed the device recommending a shock and then disarming and powering off with a ¿warning, low battery device service required¿, prompt alongside a flashing red status indicator and failure chirp. The fault was attributed to a high voltage breakdown of the output circuitry. Due to the collateral damage caused by the high voltage breakdown, the investigation was unable to accurately determine the source of the issue. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report a potential malfunction with the device's shock function. This may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.